Event description:
It was reported to medtronic neurosurgery that the device was revised because the reservoir of the valve would only drain if pumped, and also that the valve could not be programmed. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The returned valve was patent, and all performance levels could be set with a single attempt without any difficulties during the course of testing. Therefore the conditions of the complaint could not be replicated by laboratory personnel. It is unknown what caused the reported event. The valve met the requirements for siphon, pressure-flow, and preimplantation testing. However, it did not meet the requirements for reflux testing due to the presence of proteinaceous debris within the valve, or for leak testing due to a tear in the silicone surface over the reservoir. It is unknown how or when this damage occurred. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. Also, the instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).